Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a21 alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a frozen screen and was making a loud screeching noise. There was also an unexpected restart alarm after inserting a new battery. Blood glucose value at the time of the incident was unknown but customer mentioned it was high. The customer was assisted performing self-test and passed. Customer also reported getting a low blood glucose of 44 mg/dl which was treated with food. The customer declined troubleshooting for low readings. The insulin pump was replaced and will be returning the one they currently use for analysis.